Event description:
New information received notes that pacing inhibition was due to noise oversensing. The patient was brought into the clinic, and the noise could be reproduced via isometric testing. This was consistent with lead to can abrasion. Programming change was made. Since the patient was pacemaker dependent, the lead revision will be scheduled. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13455. It was reported that when the patient presented remotely via merlin.net transmission, multiple noise reversions due to lead noise and lead abrasion were observed on the ra and rv leads. The lead abrasion was possibly due to lead to can or lead to lead abrasion. The patient was stable and being monitored.